Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the display has a large crack in it due to physical damage. The root cause of the physical damage was unable to be determined. The device was retained by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device's display is cracked and most of the display is obscured. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation therapy from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display is cracked and most of the display is obscured. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation therapy from being delivered. There was no report of patient use associated with the reported event.